Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed for a patient with an unknown indication. At some time, post filter deployment, it was alleged that the filter had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Six CT images and one fluoroscopic image were reviewed. The images depict a vena cava filter within the vena cava. CT images #2, 3 and 6 suggest that one, possibly two, legs have perforated the vena cava wall. Medical records were provided and reviewed. Post filter deployment, computed tomography scan of abdomen showed strut perforated the inferior vena cava. Review of computed tomography examination appeared to show filter had tilted with apex embedded in the caval wall. In addition, multiple strut perforated with impingement of the vertebral body with bony reaction and possible impingement of the aorta. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed for a patient with an unknown indication. At some time, post filter deployment, it was alleged that the filter had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.